Event description:
On (B)(6) 2012, the reporter contacted animas alleging short battery life. Reporter just changed battery 2 days ago and received a low battery warning again and then replaced battery again. Reporter tried multiple times to reboot pump: it would make noise, but nothing appeared on the display screen. The pump finally came back on when the reporter used 2 different batteries. Reporter states a few weeks ago, the patient went swimming and then she found moisture and battery damage in the battery compartment. The battery cap was replaced 2 months ago. Reporter tried to rewind load and prime and received low battery alarm. She confirmed the alarm and then received no delivery message. She tried again and the pump worked fine. No other physical damage is reported. The patient wears the pump exterior to garments and cleans it with a damp paper towel. There is no adverse event or blood glucose excursion related to this complaint. This is being reported as the alleged power issue is not resolved.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to reproduce the reported short battery life issue. The pump powered on normally with no alarms and was exercised for 24 hours with no alarms or power issues occurring. The battery compartment is cracked and leaks and has visible corrosion. The pump was opened and no further evidence of moisture damage found. No damage was found to the battery cap. The battery cap was able to attach securely to the pump. The battery cap contact height and width were found to be within specifications. User error cannot be discounted as contributory to this incident, as the patient continued to use the pump for a few weeks after they found moisture and battery damage in the battery compartment. Unrelated to this complaint, cracks were noted in the perimeter of display lens.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.